Event description:
It was reported that there was particulate matter (pm) observed in four (4) exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags. The pm was further described as ¿foreign material¿ and was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
B3: event date ¿ this event occurred on an unspecified date between 26 aug 2023 to 26 dec 2023. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured between october 27, 2022 - october 28, 2022 h10: four devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported particulate matter. Magnified inspection was performed, and no particulate matter was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.